Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma (new or worsening), inflammatory response, kidney disease/toxicity, liver disease/toxicity, lung disease, cancer and other (unspecified event). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously missed to capture the information in legacy complaint ID which was corrected in this report.

Manufacturer narrative:
The manufacturer previously reported wrong information in 510k, FDA product code, common device name, recall (z) number (rfb) and recall (z) number which were corrected in this report.

Manufacturer narrative:
Additional information was received on 6 dec 2022 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice related to the sound abatement foam in rep dream station auto CPAP. The manufacturer received information that the patient alleging eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting, asthma (new or worsening), inflammatory response, kidney disease/toxicity, liver disease/toxicity, lung disease, cancer and other (unspecified event). There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service centre. The device evaluation has been completed, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. During the evaluation, complaint was not confirmed. There was zero error codes found. The device was corrected. The third-party service centre conclude that evidence of sound abatement foam degradation/breakdown was not observed. The device was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Previously this report was reported as uno. Now the device information has been updated, and it was determined that the report should be reported as final non-uno report. Section d, g and h updated in this report.